Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 699 mg/dl. The customer experienced headaches, heavy weight, body pain, vomiting, chills, dry mouth and excessive urination. The customer was advised by the hospital to start using a different infusion set since she has lost 35 lbs. In the past year. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.